Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced the half height t board for the station and swapped the drawer, as the station was not receiving power. After replacement, the components were reinstalled and verified for proper power delivery and functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device experienced failed hardware. The customer stated that the system went down but were able to bring the screen back up. After recovery of the system, two drawers were found to have failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.